Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 45 mg/dl at the time of incident. Customer treated with food for low blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode was automatically delivering insulin at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer does not allege over delivery. Customer also stated that insulin delivery was suspended due to sensor glucose verses blood glucose difference. Customer stated sensor glucose that triggered suspend on low was 50 mg/dl and blood glucose was 78 mg/dl. The device will not be returned for analysis.